Event description:
A malfunction was reported involving momentary power loss to the vibrator motor, indicated by malfunction code 12. There was no adverse impact on the customer¿s blood glucose level. The customer received instructions on how to reset the pump and continued its use. They were advised to contact technical support if the malfunction code recurred.